Event description:
It was reported by the sales rep that the paraslyde was splitting and tearing. There was no pt involvement or adverse consequences. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.

Manufacturer narrative:
(B)(4): paraslyde. MFR's investigation is still ongoing; if add'l info is received, a f/u report will may be submitted.